Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip prematurely deployed before use on the patient. Additional information was received on january 25, 2019. The procedure being performed was a cardio catheterization. A 6fr sheath was used during the event. Blood loss was less than 20cc's. The patient was in stable condition. The procedure was completed successfully using another angio-seal device.